Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and info FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) in 2008 and alleged that a onetouch ultra2 meter displayed a "high glucose" message. The medical affairs specialist (mas) spoke with the pt the same day, and verified the following info. The pt indicated that the meter displayed a "high glucose" message eleven days prior to original date in the morning. He mentioned about taking increased dosage of humulin insulin based on his sliding scale due to the alleged issue. He mentioned about "collapsing" on at around 11:00 am that day. He was taken to the emergency room. His blood sugar was tested on the emergency room's meter. However, he was unable to provide the reading received. He was treated with glucagon injection by a health care professional and felt better after that. Replacement products were sent to the pt. This complaint is being reported, as the pt allegedly received a "high glucose" message on the alleged meter and administered an increased dosage of insulin based on a sliding scale and later, allegedly "collapsed" and was treated with a glucagon injection. Routine diabetes care management: the pt normally takes humulin insulin based on sliding scale.